Event description:
The pt reportedly was hit with a ball at the implant site and is now reportedly experiencing sound quality issues and shocking sensation at implant site. Testing of the device revealed that the device is functioning normally. External equipment was exchanged and programming adjustments were made however, this did not resolve the issue. Revision surgery has been scheduled.